Event description:
A patient contact reported that a peritoneal dialysis (pd) patient had their catheter replaced. Upon follow up, the patient's peritoneal dialysis registered nurse (porn) stated the patient has a malfunctioning pd catheter (not a fresenius product) due to malposition of the catheter in the patient's intestines. Per the porn, the pd catheter is not functioning properly despite catheter intervention and the patient is on back up hemodialysis temporarily while the pd catheter site heals. The porn indicated the patient did not have adverse effects from use of any fresenius device, or product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).